Manufacturer narrative:
On 7-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was broken. The vizigo valve was broken inside the clear hub, and blood was leaking from the valve. The sheath was replaced, and the issue was resolved. The procedure was continued. No patient consequences were reported. According to the physician, there was damage to the valve. The part inside the clear hub between it and the handle broke/ separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were compromised due to bleeding. The approximate volume of blood that was lost was about 15ml, very minimal amount. No medical intervention was required to stop the bleeding. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 28-jan-2022, the product investigation was completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was broken. The vizigo valve was broken inside the clear hub, and blood was leaking from the valve. The sheath was replaced, and the issue was resolved. The procedure was continued. No patient consequences were reported. Device evaluation details: visual analysis of the returned device revealed that the hemostatic valve was missing from the hub of the vizigo. The brim cap and the silicone ring were placed in the correct position and found in good condition. The complaint was confirmed. But, since the hemostatic valve was missing, no further investigation could be performed. A device history record was performed for the finished device 50000030 number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, it was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).